Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr results = 4.2; repeat the next day = 3.2; two days later = 5.5, 4.6 and 5.2. The customer bought his meter on ebay and was having trouble with testing. He was going to bring his meter to the doctor's office to test his meter against a competitive fingerstick meter. Tech support explained that a lab draw is the gold standard and his meter should be checked against the lab.